Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a manufacturer representative (rep) regarding a navigation instrument being used for a sacroiliac and thoracolumbar procedure. The rep indicated that the surgeon commented that when attaching the spinous process clamp to a large spinous process it was very difficult to engage and did not attach well. Additionally, it was reported that in some cases the surgeon will need to take some of the spinous process away in order for the clamp to fit securely and allow for closure of the jaws. The was no impact to patient outcome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional follow-up from the representative stated that the instrument was not broken or faulty. The issue is when the clamp is fully open, the jaws are difficult to engage using the t-handle. The only delay was only in the process of the surgeon trying to attach the clamp to a satisfactory position. With large spinous processes, the clamp jaws are difficult to engage and requires the surgeon to use a kocker or their fingers to aid in the closing of the clamp jaws.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received confirming that this case was the only instance where the surgeon had to remove some of the spinous process.